Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. (B)(6) 2021.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.